Event description:
Patient called lfs and alleged that the meter would not power on. The patient stated that the battery was replaced one month ago. They took the meter to the pharmacy for assistance and were advised to contact lfs. The patient stated that the last time that they tested on the meter was in 7/2004 between 11:00 am and 12:00 pm. They reported feeling "quivery and shaky inside". They did not attempt to test at this time. No injury or harm alleged. The meter is being replaced for the patient.